Manufacturer narrative:
The event date is an estimated date. Concomitant medical products: other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown; product ID: 37085-60, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient felt occasional shocking in their head/neck area on the eft side beginning a month and a half ago. The physician saw them and found high impedances on the left deep brain stimulation (dbs) system, which includes the implantable neurostimulator (ins), extension, and lead. The patient was sent for x-ray and noticed the boot that covers the extension/lead connection slid up. They thought moving the boot back down to cover the connection would solve the high impedance but it did not. The impedances were: c3 469 c2 565 c1 5691 c0 35.9k 03 35.9k 02 36.4k 01 38.6k 13 5609 12 5329 23 670 factors that may have led or contributed to the issue includes patient experiencing many falls. The physician also stated the patient's wife changes the patient's medications often. An impedance check was performed prior to the case and again after the boot was properly secured but there was no improvement. The issue was not resolved.